Event description:
Additional information was received that the representative and clinic have continued to monitor the patient, and no additional out of range impedances have been observed. It was noted the impedance trend had flattened and appeared to be going down. It was noted a 1.1 joule commanded shock was performed, and the shock impedance was recorded as normal. No further actions were performed, this right ventricular (rv) lead remains in service, and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected high out of range shock impedances of greater than 125 ohms. The shock impedance increased from 76 ohms at implant to 126 ohms several months later. Technical services reviewed device data, and it was determined all of the impedances were increasing, but only the shock impedance was out of range. It was noted the patient lost around 80 pounds and was no longer on her diuretics. It was also noted the device moves around in the pocket when the patient bends over due to the weight loss. Troubleshooting steps were performed, which included pacing the patient at maximum output. The shock impedance prior to maximum output pacing was 99 ohms, but after maximum output pacing it was 115 ohms. Technical services discussed the shock impedance issue could be attributed to the patient's weight loss. The patient had plateaued on her weight loss, so the decision was made to perform a scheduled remote follow-up within the next month to assess the shock impedance again. At this time, this right ventricular (rv) lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported this right ventricular (rv) lead has since been explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. The lead had been severed 93mm from the terminal pin, and only the proximal portion of the lead was returned. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities with the returned lead segment. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed because this right ventricular lead was analyzed.